Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3888-56, lot# v297219, implanted: 2009-(B)(6), product type lead. Product ID 3888-56, lot# v229128, implanted: 2009-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had lost 80 pounds and her stimulation unit had dropped. The patient wanted some reprogramming. It was stated that the stimulator initially looked like it was ¿going to the inside¿ but it now looked closer to the skin. The patient noticed the stimulator was sticking out more and more in may. Her pain physician wanted to remove it. The patient had an appointment with her physician and a company representative but cancelled it. Additional information about any interventions was requested, as well as the final outcome. If received, a follow up report will be sent.

Event description:
The consumer reported that they have lost 90lbs since (B)(6) of 2014 and that their implantable neurostimulator was still floating around in the pocket. Should additional information be received, a follow up report will be sent out.